Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Log file analysis indicated contact force was displayed throughout the procedure while inside the patient. Following the final ablation, force values increased while the cavity distances of fibers 2-3 were no longer within specifications, and a check baseline message was displayed. The catheter was removed from the patient shortly after. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The device met specifications during temperature testing, occlusion testing and shaft leak testing. Electrodes 1-4, both thermocouples and the magnetic sensor met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
Related manufacturing reference: 2184149-2023-00237. During an atrial fibrillation procedure, a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. When the ablation catheter was inserted into the patient for the first time, the default sheath filter on ensite x version 3.0 did not recognize the catheter as "out of the sheath", despite all four of the electrodes being out of the sheath as confirmed by intracardiac echocardiogram, impedance and electrograms. The sheath filter needed to be manually reset in order to visualize the catheter. Shortly after the transseptal puncture, a blood pressure drop was noted, and a pericardial effusion was confirmed around the right ventricle via intracardiac echocardiogram. The procedure was stopped, a pericardiocentesis was performed and the patient recovered with no further consequences. The likely cause was an instance of high contact force in the left atrial appendage with the ablation catheter. Only 7 rf lesions were delivered prior to abortion of the ablation procedure, in which no abnormalities (high force or impedance/temperature rises) were noted. There are no reported performance issues with the ablation catheter.